Manufacturer narrative:
It was reported that revision surgery to a constrained implant system is required for a patient with an itotal implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that revision surgery to a constrained implant system is required for a patient with an itotal implant.